Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported poor communication with recharging the implantable neurostimulator (ins) about four to five months prior to the report and they turned the ins off over two weeks prior to that. The patient also reported that about one year prior to the report, she would charge the ins and felt the stimulation, but the patient programmer (pp) showed that the ins was off. Other issues that were reported was that the ins would not charge past 50%, even after charging for a whole day, intermittent communication began with the pp and when the pp and ins connected, the pp indicated that the ins needed to be charged. At the time of the report, the patient was not able to communicate with the pp. A doctor suggested that the patient should turn off the ins to decrease the pain meds but the patient stated that she has had a return of pain when the ins is turned off, so she kept it on at all times. Follow-up has been attempted with the patient, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain.